Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The device underwent inflation testing; after 12 hours, the cuff was noted to be fully inflated. The reported customer complaint was not confirmed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
It was reported that the cuff was leaking immediately after inserting the device into the patient's trachea. This issue was identified after the device was in use for 11 days during a doctor visit. The physician noted that the device was "flat." A tracheostomy change out was performed as a result of this issue. No patient injury or further complications were reported in relation to this event.